Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05382. It was reported that post a coronary stenting treatment procedure, the patient expired. The first target lesion was 100% stenosed, 3.5x24mm and located in the left anterior descending (lad) artery. A 3.5x24mm liberte stent was deployed in the lesion and there was 0% residual stenosis. The second target lesion was 70% stenosed, 3.5x16mm and located in the circumflex (cx) artery. A 3.5x16mm liberte stent was deployed in the cx and there was no residual stenosis. Discharge medications were asa 100mg/day indefinitely and clopidogrel 75mg/day for 12 months. Nine days after the index procedure, the patient had sudden cardiac death.